Event description:
It was reported that the patient underwent a gynecological procedure on approximately (B)(6) 2010 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted due to sui and probable leak from the bladder. The patient experienced pain, extrusion, infection, urinary problems, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent removal of sling, replacement of mesh due to bleeding, vaginal pain, leakage, labial swelling, extrusion, degeneration of sling material, inflammation and other physical and emotional injuries on (B)(6) 2010. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 04/15/2016.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that patient underwent excision of vaginal erosion of tension free vaginal tape, cystoscopy under anesthesia with bilateral retrograde pyelogram and bilateral extracorporeal shock wave with lithotripsy on (B)(6) 2011 due to bilateral kidney stones and vaginal erosion of tension free vaginal tape. It was reported that patient underwent an exam under anesthesia and right eswl on (B)(6) 2014 due to possible mesh erosion and bilateral kidney stones. It was reported that patient underwent excision of eroded tension-free vaginal tape procedure mesh with closure of vaginal defect, right rigid ureteroscopy, cystoscopy with bilateral retrograde pyelograms and bilateral extracorporeal shock wave lithotripsy on (B)(6) 2014 due to bilateral kidney stones, right distal ureteral stones and vaginal erosion of tension-free vaginal tape procedure tape. It was reported that patient underwent transvaginal excision or eroded mesh with closure of defect, cystoscopy under anesthesia with bilateral retrograde pyelograms and left flexible ureteroscopy on (B)(6) 2014 due to suburethral erosion or vaginal mesh, left kidney stones, right flank and abdominal pain. No additional information was provided.